Event description:
On (B)(6) 2007, I underwent cystocele and rectocele surgery at (B)(6). By the time I was cleared for intercourse, it was painful but my doctor told me it should get better with time, which it never has. I started having intermittent vaginal spotting later that year so I went to see my gynecologist. He gave me premarin cream and told me it should help because it must be due to vaginal dryness. He said it should also help with the painful intercourse I was having. It did seem to help. After awhile I stopped using it because I was concerned about being on artificial hormones since I have a history of dvt. The vaginal bleeding has since been intermittent. When I last saw my gynecologist in 2009, he said the mesh had eroded through the vaginal wall in a small area but I would have to see the same doctor who placed it for any repair. I did not have any desire to see that doctor again. I have had nothing but trouble and pain since that surgery and do not want him touching me again.